Manufacturer narrative:
The implanting clinician communicated to the stimwave clinical representative that the patient had skin irritation on the incision site and was experiencing discomfort at the anchoring site. The implanting clinician and the patient decided to schedule a revision for (B)(6) 2021, to redo the pocket to prevent future erosion. Clinical representative confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed following the product instructions for use, and the sterile barriers of all products used were intact before the implant. Review of sterilization records has verified that the product was sterilized per specification, and no trend of infection is evident for this lot.based on this information, the irritation was confirmed/replicated. There is no evidence that the product did not meet specification, and the stimulator is used for the treatment of pain. The cause of the irritation is unknown/no problem found.

Event description:
On (B)(6) 2020, the patient went to follow-up with the implanting clinician because he had noted the incision site was irritated.